Event description:
Reporter indicated that during initial implant surgery after the lead and generator were connected, device diagnostic testing resulted in high impedance (dcdc code 6). The surgeon checked to ensure the lead was fully inserted into the generator and device diagnostic testing was performed again resulting in another high impedance reading (dcdc code 7, output current limit). The surgeon then checked to ensure the lead was properly attached to the patient's vagus nerve and diagnostic test was again performed, which resulted in another high impedance reading (dcdc code 7, output current limit). The lead was disconnected from the generator and the surgeon performed a generator diagnostic test on the generator, which was within normal limits. A new lead was then attached to the patient's vagus nerve and connected to the same generator. Device diagnostic testing was performed twice and both were within normal limits. The surgery was then completed as planned. The lead that the high impedance was obtained was returned to device manufacturer on (B)(6) 2013 for product analysis; however, analysis has not yet been completed.

Event description:
Analysis of the lead revealed that the connector pin was bent and could not be inserted fully in a generator. The exact reason for this condition and when it occurred is unknown. Setscrew marks were noted at the end tip of the connector pin suggesting that the lead connector was not inserted completely at least once and may confirm this to be a contributing factor to the high impedance. No other anomalies were identified in the lead portion returned.